Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump in which air detected . The reported condition occurred programming/setup in the med surg area. According to the hospital representative no patient injury or medical intervention had been reported related to this device. No additional information is available.

Event description:
This alarm may have been a false alarm.

Manufacturer narrative:
(B)(4). Corrected data: this information was erroneously omitted from the initial medwatch. Additional information: a service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an air in line alarm was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: (h9) baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter?s investigation. (B)(4).